Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the lens broke in the cartridge. There was not patient contact or injury. The reporter stated it was unknown as to why the lens broke.